Manufacturer narrative:
All the buttons function properly, however, moisture damage was found on the keypad traces. There was no button error alarm noted during testing. The pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). They were unable to perform the basic occlusion, occlusion, and the excessive no delivery test due to a prime/fill anomaly. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window, and broken battery tube threads.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 265 mg/dl at the time of the incident. Customer stated that the pump may have been exposed to sweat. Customer stated that her blood glucose was high due to having a meal before bolusing. Customer declined troubleshooting for a low blood glucose that was not pump related. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.